Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a y-type tur/bladder irrigation set disconnected from a non-baxter stopcock, leading to a leak. This occurred during infusion of sterile water, sterile normal saline, and sterile glycine during an unspecified cystoscopic procedure. There was no report of patient injury or medical intervention associated with this event. No additional information is available.